Event description:
Reported by the customer as: under infusion: started with 50cc, when infusion completed, there were still 10cc left. Patient injury? No.

Manufacturer narrative:
Method: actual device from event was evaluated. Results: standard performance tests were completed, which includes accuracy testing. Conclusions: performance tests could not duplicate the error. The device performed to specifications.